Event description:
It was reported that the balloon would not inflate and also stuck on the shaft. The event occurred upon opening at patient's home. The outcome of the event was on going and awaiting for replacement. The child was vent dependent and could not get balloon to fully inflate so tried additional volume of air which then caused leaking.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. A device history review of the reported lot number identified no nonconformities during the manufacturing process. Visual and functional testing was performed, and the complaint of failure to inflate was confirmed due to a leak observed at a tear in the inflation line. The probable cause of the tear could not be determined. The complaint of the balloon being stuck on the shaft could not be evaluated due to the torn inflation line.